Event description:
A venous air alarm occurred during a routine hemodialysis treatment. The circuit clotted due to the amount of time elapsed before rinseback was started, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Evaluation of the returned cycler found no problems with the venous air sensors. The exact cause of the venous air alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting air alarms. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff is aware of the event. Nxstage medical considers this report closed. No add'l info will be provided.